Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited a low, out-of-range impedance alert. No intervention was performed and the asymptomatic patient would continue to be monitored.

Event description:
New information reported that the patient developed a suspected infection and hematoma around the implant pocket. During explant procedure on (B)(6) 2019, the lead exhibited loss of sensing. The lead was removed. The patient tolerated the procedure well and was administered intravenous antibiotics post-procedure. Related manufacturer reference number: 2017865-2019-10413, 2017865-2019-10415.